Event description:
The hcp reported that the pt had been in for a refill. At that time, they changed the baclofen concentration from 500 mcg/ml to 2000 mcg/ml; however, a bridge bolus was not performed. The pt's previous dose was 65 mcg/day of the 500 mcg/ml concentration. After changing the concentration, the dose was programmed to 96 mcg/day as the hcp stated she was unable to program the dose to 65 mcg/day. The pt experienced increased spasticity and unspecified urinary troubles. It was calculated that the pt was currently receiving 24 mcg/day rather than the 96 mcg/day, but that there was only 0.205 mis remaining in the catheter to be delivered, then the pt would begin receiving the 96 mcg/day of the 2000 mcg/ml concentration. The hcp discussed options, but did not specify which option they would choose. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.